Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (sicd) following explant of a non-bsc implantable cardioverter defibrillator (ICD). Appropriate sensing was noted in primary and secondary vectors during pre-screening. However, small, and negative sensing measurements were noted once the device was implanted. Alternate vector measurements appeared to remain unchanged, and a shock impedance of 70 ohms was noted. Electrode repositioning did not resolve the issues and set up failed in all vectors. The physician suspected damage occurred during explant of the right ventricular (rv) lead which resulted in a change to the qrs axis and right bundle branch block (rbbb). A boston scientific technical services consultant discussed the plausibility that the extraction and implant on the same day had convoluted the electrogram (ECG) interpretation. Therefore, another electrode and sicd were requested. The system was implanted with the electrode placed in a more medial position. The patient was admitted to the hospital for evaluation following the implant procedure. The patient was discharged and presented to the clinic for testing the following day. Defibrillation threshold (dft) testing was performed and review of the captured ecgs, identified alternate vector appeared to be a viable option. Programming changes were performed per feedback from technical services. No additional adverse patient effects were reported, and the patient will be monitored with normal follow up visits. It was reported that this patient received an inappropriate shock one week post implant. Episode review was requested. A boston scientific technical services consultant stated that the patient's heart rate was elevated for about 10-15 minutes prior to receiving the shock. Additionally, normal sinus rhythm to tachycardia transitions is incrementing at about 10 per day so perhaps the patient is healing and has become more active. Exercise testing was performed with therapies on and no oversensing was observed. The reported clinical observations were communicated to the patient's physician. This system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection confirmed electrode damage caused by the explant procedure. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (sicd) following explant of a non-bsc implantable cardioverter defibrillator (ICD). Appropriate sensing was noted in primary and secondary vectors during pre-screening. However, small, and negative sensing measurements were noted once the device was implanted. Alternate vector measurements appeared to remain unchanged, and a shock impedance of 70 ohms was noted. Electrode repositioning did not resolve the issues and set up failed in all vectors. The physician suspected damage occurred during explant of the right ventricular (rv) lead which resulted in a change to the qrs axis and right bundle branch block (rbbb). A boston scientific technical services consultant discussed the plausibility that the extraction and implant on the same day had convoluted the electrogram (ECG) interpretation. Therefore, another electrode and sicd were requested. The system was implanted with the electrode placed in a more medial position. The patient was admitted to the hospital for evaluation following the implant procedure. The patient was discharged and presented to the clinic for testing the following day. Defibrillation threshold (dft) testing was performed and review of the captured ecgs, identified alternate vector appeared to be a viable option. Programming changes were performed per feedback from technical services. No additional adverse patient effects were reported, and the patient will be monitored with normal follow up visits. It was reported that this patient received an inappropriate shock one week post implant. Episode review was requested. A boston scientific technical services consultant stated that the patient's heart rate was elevated for about 10-15 minutes prior to receiving the shock. Additionally, normal sinus rhythm to tachycardia transitions is incrementing at about 10 per day so perhaps the patient is healing and has become more active. Exercise testing was performed with therapies on and no oversensing was observed. The reported clinical observations were communicated to the patient's physician. No additional adverse patient effects were reported. It was reported that this system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was implanted with a subcutaneous implantable cardioverter defibrillator (sicd) following explant of a non-bsc implantable cardioverter defibrillator (ICD). Appropriate sensing was noted in primary and secondary vectors during pre-screening. However, small, and negative sensing measurements were noted once the device was implanted. Alternate vector measurements appeared to remain unchanged, and a shock impedance of 70 ohms was noted. Electrode repositioning did not resolve the issues and set up failed in all vectors. The physician suspected damage occurred during explant of the right ventricular (rv) lead which resulted in a change to the qrs axis and right bundle branch block (rbbb). A boston scientific technical services consultant discussed the plausibility that the extraction and implant on the same day had convoluted the electrogram (ECG) interpretation. Therefore, another electrode and sicd were requested. The system was implanted with the electrode placed in a more medial position. The patient was admitted to the hospital for evaluation following the implant procedure. The patient was discharged and presented to the clinic for testing the following day. Defibrillation threshold (dft) testing was performed and review of the captured ecgs, identified alternate vector appeared to be a viable option. Programming changes were performed per feedback from technical services. No additional adverse patient effects were reported, and the patient will be monitored with normal follow up visits.